Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not alarming no delivery. The cannula was kinked and the customer went to the emergency room. She woke up with a blood glucose level of over 400 mg/dl. The device was not returned.